Event description:
It was reported that the 7900 system locked up when the touchscreen was used. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The keyboard was replaced during the service call.